Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Customer feels meter is reading too high. On 3/14/2014 she had an incident. At 7:00 am got 158 reading and took 26 units insulin, (normally would take more at that reading, but was leery of the high reading) and ate oatmeal for breakfast. She then went to store and 20 minutes later while walking around store she got shaky, faint and could not walk. A store employee saw her and asked if she was ok, and she said no her sugar was low. The employee gave her a bottle of oj to drink to bring her sugar up and she felt better in a little bit. Meter has been giving her some high readings and when she takes her insulin her sugar drops rapidly and she feels dizzy and faint. This has happened more than once. She felt fine when she got up and went about her usual routine. She ate breakfast after she took her insulin and went to store. It did not take very long before she was not feeling well. There was no medical professional treatment. Technique and storage are good. She is applying blood correctly, lances finger only and not squeezing finger. Controls not used. Replacing product.